Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the missing screw on top hinge. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 cutter, serial number (B)(4), for evaluation. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the right lock was stuck and the screen was bent and the comb, bushing and side plates were replaced. This is not a related issue. The device history record (DHR) and previous repair report noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by medicrea on (B)(6) 2017 revealed that there were screws missing from the handle. The pre-testing could not be performed. The left side plate was gouged and the roller end was damaged and the comb was bent. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the roller, bushing, side plates, comb and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the missing screw on top hinge¿ was confirmed since during initial inspection the screws were missing from the handle. Based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the missing screw on top hinge. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of this malfunction.